Event description:
The customer was hospitalized for high bgs. The contact indicated that the customer was vomiting prior the admission and has ketones as well. The family member informed that they changed the set and the site. The contact also reported an alarm. Troubleshooting was performed. A replacement pump was requested.